Event description:
An alarm was heard and confirmed by telemetry as critical due to zero ml reservoir volume. It was stated that the pump was refilled on (B)(6) 2013 and low reservoir alarm occurred on (B)(6) 2013 and empty reservoir alarm occurred on (B)(6) 2013. It was reviewed that 6ml was left in the reservoir since (B)(6) 2013 and reservoir volume should have been 34ml. Drugs delivered via the device were dilaudid and bupivacaine.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, (B)(4).